Event description:
Boston scientific received information that one year post implant, interrogation of this device revealed a magnet rate of 90 ppm and longevity of greater than five years. Ventricular output was 2.5v with pacing rate of 100%. There was concern that the battery had depleted more rapidly than expected. An internal technical service consultant was contacted regarding the discrepancy and a decision regarding device replacement will be made. Engineering reviewed the data and determined the issue was caused by frequent atr mode switching. A programming change was recommended to reduce the number of atr switches and to further re-evaluate the battery measurement. A further memory download was recommended if the physician felt further information was needed. No adverse patient effects were reported.

Event description:
Additional information was received: a follow up was performed. The battery status had returned to expected valued of bol (beginning of life) with remaining longevity greater than five years. In addition, the magnet rate was 100 ppm.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of this date, this device remains implanted and in service. Should additional information become available, this event will be updated.